Event description:
It was reported that, prior to use, this fiber was examined, and dust was found at the connector. The nurse cleaned the fiber and connected it to the laser. After 10 seconds of lasering the fiber blew destroying the blast shield also. The fiber was replaced with another of same model, and the procedure was completed with the other fiber with no patient complications.

Manufacturer narrative:
The fiber was not returned at our quality assurance laboratory for product analysis. However, the media provided by the customer was analyzed. Analysis of the media provided identified the connector face was dirty. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device labeling cautions the user to carefully inspect the fiber for damage prior to use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on analysis of the information available, the reported allegation was confirmed. A conclusion code of cause traced to transport/storage was assigned to this investigation.

Event description:
It was reported that, during unpacking, this fiber was examined, and dust was found at the connector. The nurse cleaned the fiber and connected it to the laser. After 10 seconds of lasering the fiber blew destroying the blast shield also. The fiber was replaced with another of same model, and the procedure was completed with the other fiber with no patient complications.